Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial tachycardia ablation procedure, a right atria pericardial effusion was diagnosed via ultrasound. Following post ablation mapping with the advisor hd, the patient became hypotensive and a right atrial pericardial effusion was diagnosed. No intervention was administered and the procedure was stopped. The patient was noted to be stable. There were no performance issues with the device.